Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2014 and suture was used for knotted suturing under the skin. During the procedure, the surgeon grasped the tip to release the needle, but the needle flew away. When the surgeon saw the needle, the tip was broken. X-rays were taken, but the broken needle was not found in the patient's body. The broken needle was not found. The surgeon opines that the piece does not remain in the patient body based on the x-rays and the fact that the broken needle flew away somewhere outside of the body when it broke. Currently, the patient is stable.